Event description:
It was reported patient's ipg is reaching end of life. It is unknown if this occurs prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Section a4: patient's weight is not available at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.